Event description:
The customer reported that the system went blank. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The single board computer battery was replaced and the customer was instructed to properly charge the system. The system was then found to be operating as intended and returned to service.